Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported the patient experienced and was hospitalized for the peritonitis one day prior to receipt of the initial report. The patient was discharged three days after admission. The cause of the event was unknown. The patient was treated with intraperitoneal cefepime for two weeks (dose and frequency not reported). The reporter stated they could not ¿specifically state that the patient recovered from the event¿. Pd therapy was ongoing at the time of the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment for the peritonitis with cefuroxime (previously reported as cefepime), intraperitoneally (dose and frequency not reported) for a two week course. The patient was discharged from the hospital four days after admission (previously reported as three days after admission). On an unreported date in the month following onset, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.